Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely use related. The doctor forcefully inserted the sheath and this is thought to be the cause of the hematoma.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was on impella cp support and during support, there was a hematoma after the repositioning sheath was inserted. The doctor forcefully inserted the sheath and this is thought to be the cause of the hematoma. Manual pressure was attempted to stabilize the hematoma. This attempt was unsuccessful, and the impella cp was removed. After waiting for the doctor to decide how best to approach for achieving hemostasis, they got contralateral access and deployed a balloon at the site accompanied by manual external pressure and securement of their prior placed perclose sutures. Due to the delayed contralateral access and ballooning, the patient went into cardiac arrest and was unable to be resuscitated. The patient expired.